Event description:
Per pt's nurse: spontaneously, both pumps (sn #s (B)(4)) are running but the alarms go off after a few hours and are not providing an error code. They keep alternating between the pumps. No harm done to pt. Two new pumps were shipped to the pt and the alarming pumps will be returned for service. No further info available at this time. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Actual device available to be returned. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.